Event description:
The initial reporter received questionable sodium electrode assay results for two patient samples tested on the cobas pro ise analytical unit. Patient sample 1: the initial result from the analyzer is 161 mmol/l. The repeat result from another cobas pro ise analyzer is 142 mmol/l. Patient sample 2: the initial result is 164 mmol/l. The repeat result is 142 mmol/l. Delta checks prompted the reruns. The repeat results were deemed correct.

Manufacturer narrative:
The sodium electrode serial number is (B)(6). The expiration date was not provided. The field service engineer (fse) inspected the analyzer and determined that contamination in the ion-selective electrode (ise) flow path caused the event. He decontaminated the analyzer and verified its performance by successful ise and precision checks.